Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported that he fell on the infusion device on (B)(6) 2011 at 10:00 a.m. The infusion device was not physically damaged, but he experienced elevated blood glucose of 500 mg/dl and was positive for ketones after this. Pt believes the insulin delivery of the infusion device is inaccurate. He stopped using the infusion device and switched to an insulin pen. Infusion device was not exposed to electromagnetic fields or water. Pt did not require treatment from a health care professional or second party address the issue. Infusion device was replaced and required for eval. No additional info was provided.